Manufacturer narrative:
Additional review determined (B)(4) does not apply to this event. Additional review of the previously reported information determined the insr is not reportable and should not have been system reported and therefore the applicable fdd's were removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient hadn't recharged their recharger in about a month, but that it had been plugged in for about two and a half hours and it is lighting up, but nothing comes on the screen. Their internal battery ran out the day of report and cant charge. This was not an out of box failure. No further complications were reported or anticipated.